Event description:
Customer stated that she "had to spend 8 days in the hospital due to the pump never working." Customer wouldn't explain exactly why she was in the ICU for 8 days, but stated that the hcp at the hospital advised her not to use the pump. Customer refused to provide further information. No product will be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation, we are therefore unable to confirm any product malfunction or defect that may have contributed to the customer's hospitalization. We have no information on why the customer went to the hospital (i.e., high or low bgs), but the user guide does provide helpful information on how to avoid hyper- and hypoglycemia. "Frequent blood glucose checks are the key to avoiding potential problems. "Detecting high or low bgs early allows the user to treat it before it becomes a problem. If high bgs are experienced for a total of 4 hours after attempting to lower with insulin and continuous glucose monitoring, then it is advised that users replace the pod using a new vial of insulin and contact their hcp for further guidance." A review of product lot qualifications could not be performed since no lot number was provided.